Event description:
It was reported that pericardial effusion (pe) occurred, and the procedure was cancelled. A non-(B)(6) merit pigtail catheter was advanced into the la, but the physicians noted the pigtail got stuck in an unknown location and caused difficulty with navigating into the laa. A pe was noted in the left ventricle and was monitored. No intervention was performed in response to the pe. The procedure was aborted due to the pe. The patient fully recovered and was discharged the following day. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).